Manufacturer narrative:
A ts representative confirmed that several recorded episodes were due to noise oversensing and resulted in pacing inhibition for more than two seconds. It was also discussed that although this device does have a noise response which will result in asynchronous pacing when the noise window is triggered. The recorded episodes did not satisfy the noise window and thus pacing was inhibited until the noise was no longer present. The source of the noise was not confirmed but it was asked if the patient had been exposed to any procedures or electromagnetic interference (emi) sources during those dates. At this time, this crt-d remains implanted and in service. If any additional information becomes available, this report will be updated.

Manufacturer narrative:
This crt-d remains implanted and in service. The manufacturer, model and serial number for the defibrillation lead is currently unknown. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
The disk was analyzed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode of ventricular fibrillation (vf) due to noise oversensing on the right ventricular defibrillation lead. The noise resulted in pacing inhibition for a few seconds and this is a pacemaker dependent patient. No adverse patient effects were reported. The physician questioned as to why back up pacing was not provided during the episode. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation. No adverse patient effects were reported.